Event description:
A complaint was received from a customer that reported that not all of the segments in the display are showing. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.